Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level upon waking up. Customer had been adjusting pump settings to address low bg. Later in the day, the customer was driving and experienced a low bg. Customer did not have supplies to address low bg and subsequently passed away.

Manufacturer narrative:
Functional testing was performed and no failure was identified related to the reported issue. Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump, no boluses were delivered and no manual basal rate adjustments were made on (B)(6) 2018. The pump logs were reviewed for insulin volume. The depletion of the volume of insulin in the cartridge was reviewed and compared to the requested delivery. The pump had approximately 100 units remaining at 2:30 pm on (B)(6) 2018. 69.2 units of basal were delivered and an additional 25.6 units were delivered via bolus before the cartridge fully depleted of insulin at 12:45 pm on (B)(6) 2018. The pump was last unlocked at 12:52 pm on (B)(6) 2018. The user acknowledged the out of insulin alarm then added a new personal profile. One minute later the user deleted the new personal profile. There is no evidence of a device malfunction or failure.